Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Returned therapy cable failed weight test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Kestra customer support reported that the patient received a shock notification followed by a therapy shock. Customer support talked to the patient and the patient reported feeling fine. The patient does not want to go to the hospital. The patient is currently getting an n100c ( defib pad electrolyte released) error code because the gel was deployed during the therapy shock episode. The patient reported being too slow in pressing the alert button to divert the therapy shock. Customer care advised the patient to keep wearing the system and that it would have to be replaced due to the gel being released during the shock delivered event. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.